Manufacturer narrative:
(B) (4).

Event description:
It was stated that one of the leads was broken. The pt had not used the device in several yrs and had lost the programmer. She had an improvement in her pain symptoms after pregnancy; the symptoms did not return after she gave birth. The pt inquired about security gates and was instructed to be hand-searched if possible as the interaction could still toggle the device on/off. Further info is being requested from the hcp.